Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 500 mg/dl. The customer was admitted to the hospital. The customer was rushed to the emergency room visit. The customer was being treated with insulin, nausea medication and fluids. The customer was unable to finish troubleshooting patient received another motor error. Customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 500 mg/dl. The customer received a motor position encoder error alarm after receiving her second motor error alarm. The customer was advised that the device would be replaced. T the customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 500 mg/dl. The customer stated that there is a crack on both sides of the pump. Customer was advised the pump will be replaced.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in a motor error alarm loop during the bolus/basal delivery. Also, an error alarm was confirmed in the history file. Unable to perform the excessive no delivery test due to the motor error alarms. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had cracks on the reservoir tube lip, battery tube threads and case at display window corners, as well as minor scratches on the display window and a missing end cap sticker.